Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint device was received and evaluated at the service and repair center. Per service report, the defect reported by the customer has been verified and remedied. Hence, this complaint can be confirmed. The following activities were performed: short circuit in the motor cable - motor cable replaced insulation resistance of the motor outside tolerance - motor replaced. The root cause of the reported failure was determined to be short circuit in the cable. Additionally, after 2 autoclave, there was short circuit found in the motor. After the defective components were replaced, the device was tested and is fully functional. Furthermore, a manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure on (B)(6) 2019, the micro tornado handpiece with hand controls needs service. The device stopped working within 1-2 seconds. The surgery was delayed for approximately four to five minutes. Procedure was completed using a different handpiece. This is report 1 of 1 for (B)(4).